Manufacturer narrative:
Service review: a review of the service history record indicates that the device was serviced over a year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which found that the laser etching had worn off, and the color ring was too dark. It was determined that the issue was consistent with normal wear over time, due to sterilizing process, time and wear. It was determined that the bearings were making a lot of noise which did not allow the mechanical test to be performed; however, it was determined that the issue was due to normal with time and wear. It was further determined that the device failed for visual assessment and vibration. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the attachment device did not fit in the handpiece device and the lock pieces inside were not aligned. During in-house engineering evaluation, it was observed that the device failed for vibration. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.